Event description:
Additional information was received from the consumer via the manufacturer representative reporting that the patient was driving the car after changing the setting in upright position. The patient claimed this has never happened before, and that sometimes stimulation suddenly becomes 0.0 ma. At the (B)(6) 2020 appointment the rep suspected that the ins was not accurately recognizing the patient's position so reoriented the ins. Rep has checked the output for each position, and confirmed that the output was set properly in the report after the workflow was completed. However, when the rep communicated with the controller and pushed ¿check position¿ to confirmed the intensity of upright position, it was incorrect (1.8ma was displayed instead of 2.1ma). The rep replaced to new controller. The position trend information in the device report showed that the patient spent a total of 3-6% of overall time in positions that the stimulator interpreted as lying front or reclining. So it would be expected that the ins would switch to 0ma sometimes. Also notable in the report was that the patient made 6 adjustments to the stimulation output of the reclining position during the period of (B)(6). So this was a position that the patient doesn't spend a lot of time in but is making adjustments to the output of therapy for that position. Over the same timeframe (B)(6), the patient also made 14 adjustments to the upright position intensity and 10 to the lying back intensity. On (B)(6) 2020 the intensity had changed suddenly again. Since the actual intensity was changing, it was suspected that there was some kind of problem with the ins.the ins was going to be replaced in a week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that from around (B)(6) 2020, the value of the patient controller suddenly became 0.0 milliampere (ma). The stimulus suddenly became stronger on (B)(6) 2020 and the value was displayed as 2.6 ma. The stimulus was decreased, but it returned to 2.6 several times. It was noted that the patient had bipolar stimulation with a rate of 1000 hertz. There were no particular environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. No actions or interventions were taken to resolve the issue, and the issue was not resolved as of (B)(6) 2020. No surgical intervention occurred or was planned. The physician's observation about causality was the product and there was concern about a patient controller malfunction. It was noted that the patient was primarily/originally treated for intractable pain. Additional information was received from the rep. A session report was received at an outpatient visit on 22-oct-2020 and was provided. Impedance showed a high value only for the #5 electrode, but this was an unused electrode. The posture position was reset, and the stimulus setting for reclining was changed to 0 ma. After that, using the physician programmer it was confirmed that the output of each posture was set and the workflow was completed. Immediately after that, when confirming the output in the same posture with the patient controller it was confirmed that the output was different from the previously set output. At the end of interrogation with the physician programmer, upright posture was set to 2.1 ma and supine posture to 1.2 ma. Upon interrogation with the patient controller, upright posture was set to 1.8 ma which was returned to 2.1 ma with the patient controller, and supine posture was at 2.1 ma even though the position was checked and it was confirmed to be the supine position, the output was indicated at 2.1 ma. It seemed that the stimulus was obtained according to the output set by the physician programmer. When the output was changed with the patient controller and interrogation was performed with the physician programmer again, the output became 2.1 ma in the upright posture, and the change with the patient controller was correctly reflected. An anomaly of the patient programmer was suspected and it was replaced with a substitute device and retrieved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that during the replacement procedure there was complaint of stimulus even though the stimulation was off. The impedance was the same as before the procedure, and there was an impedance abnormal in electrode #5.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative reporting that the stimulation output changed unexpectedly. Anomaly of the patient controller appears to have occurred through product use. The issue has not been resolved yet. The replacement of the ins was under consideration and has not been performed yet.

Manufacturer narrative:
H6. Device analysis for ins (B)(6) revealed non-significant anomaly. The ins was returned with a depleted battery. During recharge the ins would charge too fast and then the ins would deplete rapidly. The ins passed functional bench testing and the accelerometer testing. The ins failed the device final functional testing due to the battery depleting during the leakage portion of the test. Since the ins was charging quickly and depleting rapidly destructive analysis was necessary. After the battery was cut open no anomalies were observed, and the battery had a battery voltage of 2.33 volts. The pal confirmed erratic battery recharging behavior but was unable to identify the cause. No hybrid anomalies, including excessive cd, were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.